Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ tip plunger was defective and leaked. The following information was provided by the initial reporter: there was a defect in the plunger of the syringe, a sort of hole and all the product flowed out of the plunger. We had to throw everything away and redo the preparation which resulted in a loss of 825mg of mvasi 400mg (bevacizumab), that is, 589 euros lost.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd plastipak¿ syringes with luer-lok¿ tip plunger was defective and leaked. The following information was provided by the initial reporter: there was a defect in the plunger of the syringe, a sort of hole and all the product flowed out of the plunger. We had to throw everything away and redo the preparation which resulted in a loss of 825mg of mvasi 400mg (bevacizumab), that is, 589 euros lost d1: medical device brand name: bd plastipak¿ syringes with luer-lok¿ tip d2: medical device manufacturer: becton dickinson, s.a. D4: UDI #: (B)(4). D4: medical device catalog #: 300865. D4: medical device lot #: 2210119. D4: medical device expiration date: 30-sep-2027. H4: device manufacture date: 24-oct-2022. G2: manufacturing location: becton dickinson, s.a.

Event description:
It was reported that the unspecificed bd syringe plunger was defective and leaked. The following information was provided by the initial reporter: there was a defect in the plunger of the syringe, a sort of hole and all the product flowed out of the plunger. We had to throw everything away and redo the preparation which resulted in a loss of 825mg of mvasi 400mg (bevacizumab), that is, 589 euros lost.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2210119, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2210119 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ tip plunger was defective and leaked. The following information was provided by the initial reporter: there was a defect in the plunger of the syringe, a sort of hole and all the product flowed out of the plunger. We had to throw everything away and redo the preparation which resulted in a loss of 825mg of mvasi 400mg (bevacizumab), that is, 589 euros lost.